Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: the device was unable to toggle and jaws of device would not open; therefore, the needle could not be unloaded and then reloaded. While accessing, piece broke off in the field, there was no harm to the pt and no blood loss. The or time did not extend more than 2-3 mins and the situation was resolved by opening another unit.